Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2015 with the following findings: the black box data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the available black box data did not show any evidence of loss of prime warnings, and indicated that the last basal delivery occurred on 04/18/2015 at 12:03pm. The pump successfully completed ez-prime steps and a 24 hour duration test with no errors, alarms, or warnings occurring. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery cap threads were stripped and the battery compartment was cracked.